Event description:
(B) (6) hospital in the (B) (6), reported to smiths medical international in the (B) (4), that the tubing came apart, causing blood seepage over the bedding, and loss of pressure reading. There was no patient injury or treatment reported with this event.

Manufacturer narrative:
The subassembly in question is a560, and is manufactured by smiths medical asd. This assembly is incorporated into the finished product (B) (4), by smiths medical international in (B) (4). The finished product is further assembled, packaged and sterilized by smiths medical international. Three samples were received with the male luer locks (mll) separated from the tubing. Examination of the solvent ring indicates that solvent had been applied, and the tubing had been fully seated into the mll on all 3 samples. The tubing was measured and was within specification. There were no manufacturing issues noted, that would have contributed to a separation. The tubing assembly in question was manufactured on an automatic tubing assembly machine. The product is 100% visually inspected by the operator for proper assembly, and sufficient solvent. Any units removed during the 100% inspection are being discarded. Smiths was able to confirm the issue; however, no root cause could be determined. The issue is being monitored. No additional action is necessary at this time. Smiths considers this MDR closed with this report.